Manufacturer narrative:
Results: one sample was returned for evaluation. Sample was visually inspected the tip appeared to be bent from excess pressure. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6118625. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the cannula bends or breaks off during use with a bd interlink¿ blunt plastic cannula. No medical intervention reported.